Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. Lot number: unknown, information not provided. Expiration date: unknown, as lot number was not provided. UDI number: a partial UDI number is known, as the lot number was not provided. Device manufacture date: unknown as lot number was not provided. If implanted, give date: not applicable as this is not an implantable device; however, the lens was removed and replaced.  If explanted, give date: not applicable as this is not an implantable device; however, the lens was removed and replaced. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, during implantation of the intraocular lens (iol), the surgeon experienced resistance with the cartridge while advancing the iol. The surgeon was able to implant the iol; however, the lens was observed to be damaged and it was removed from the patient's operative eye. A different lens and cartridge were used to complete the implantation procedure. No further information was provided.